Event description:
The user facility reported that during an angioplasty procedure the catheter was advanced over a guidewire, and then, the original guidewire was exchanged for another wire. Difficulty was then encountered when attempting to remove the catheter, as it appeared stuck on the second guidewire. Continual removal attempts resulted in a section of the angiographic catheter breaking off in the pt during use. The detached piece had to be retrieved percutaneously. The retrieval was successful and the physician reported that there were no pt complications.